Event description:
The customer reported scope communication error(B30) during inspection prior to use involving an Olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to Olympus for inspection. However, the customer contacted Olympus Technical Assistance Support (TAC) via phone. No troubleshooting was performed, and the reported issue was not resolved. Therefore, the reported failure could not be confirmed.Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.